Manufacturer narrative:
Additional information: d9, g3, h2, h3. One 8.5f swartz braided introducer sheath and dilator were received for evaluation. The reported event of sheath and dilator punctures was confirmed. The sheath and dilator had been perforated proximal to the distal tip. A needle/stylet assembly from current inventory was inserted and advanced through the dilator/sheath assembly; however, the needle could not advance past the location of the perforation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the puncture remains unknown.

Event description:
During an atrial fibrillation / pulmonary vein isolation procedure, the dilator and sheath were punctured by the needle. When performing the transseptal puncture, it was noted on xray that the needle went through the sheath and the dilator was the wrong way through the distal end of the sheath. A second sheath was obtained, and it was noted that the needle was unable to completely advance through the sheath and dilator. However, the guidewire was able to pass through. A third sheath was used to complete the procedure with no adverse consequences to the patient.